Manufacturer narrative:
The device was explanted on (B)(6) 2020. There are plans to re-implant the patient in a couple of months. The device was explanted on (B)(6) 2020. There are plans to re-implant the patient in a couple of months. This report is submitted on january 5, 2021.

Manufacturer narrative:
It was reported the patient underwent revision surgery (date not reported). This report is submitted on 22 september 2020.

Manufacturer narrative:
This report is submitted on september 1, 2020.

Event description:
Per the clinic, the patient experienced swelling at the implant site. It was reported the patient has undergone drainage of the fluid with an IV on multiple occasions. The implanted device remains.

Manufacturer narrative:
This report is submitted on 30 mar 2021.